Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 406 (mg/dl) and ketones. Customer administered a manual injection to treat bg level. Reportedly, customer did not believe that their pump was delivering insulin. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in cartridges for 3 days and loads the cartridges with cold insulin. Customer was reminded that humalog is indicated for use of up to 48 hours, and instructed to only fill cartridges with room temperature insulin. Recommendation was made to consult with health care provider to discuss diabetes management. Customer acknowledged.